Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, there was a vegetation found at right ventricular (rv) lead coil. There was no additional adverse patient effects were reported. This rv lead was explanted.